Event description:
There were no reports of an injury or death. It was reported the system failed to boot up.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power plug connection was evaluated and readjusted. The sys was tested and found to be working as intended and returned to svc.